Event description:
The customer reported that the ventilator screen went blank and alarmed. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. Review of the ventilator diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the data acquisition and power management pcb boards to address the finding. Applicable final testing was completed and tests passed to operating specifications.